Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is complete. This is an initial final report submission. Pre-repair testing found the devices failed the sample graft proper mesh and failed the calibration check per inspection. The units were scrapped. These units had not been returned for annual preventative maintenance. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that this product was sent for unknown issue with no additional information provided. The device failed the sample graft proper mesh testing at product evaluation investigation. No adverse events were reported as a result of this malfunction.